Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite turning the pushwire clockwise 10 times (as advised in the instructions for use, multilingual). The device was removed from the patient and the procedure was completed with another pipeline. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).